Event description:
Customer reports, "that after she plugged in the adc device, smoke starts to come out from the cable." There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre reader were reviewed and the dhrs showed the fs libre reader passed all tests prior to release. DHR's verified that the correct cable and adapter were part of the kit pack. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports, "that after she plugged in the adc device, smoke starts to come out from the cable." There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and observed reader casing was observed. The case was observed to be cracked but it did not contribute to the customer's complaint. The customer returned the usb charger and usb cable with the reader. Visually inspected the returned usb charger and usb cable and no damage was observed. Performed load test on the usb charger and results were within specification range (4.75v-5.25v). Visual inspection has been performed on the power adapter and no issues were observed. The power adapter voltage was measured to be within specification range (4.75v-5.25v). Built-in reader test was performed and the test passed. The returned reader was further investigated and de-cased. Visual inspection has been performed on the de-cased reader's pcba (printed circuit board assembly) and no evidence of fire was observed. The returned battery voltage was measured, and a power consumption test was performed, and both were within specification range. Reader was also monitored under thermal camera during operation and observed temperature exceeding. An further extended investigation was performed. The reader was in a de-cased state. Visual inspection has been performed on the de-cased reader's pcba (printed circuit board assembly) using a microscope and no evidence of fire was observed. A visual inspection was performed on the returned usb cable and power adapter using a microscope ,no corrosion was observed. Liquid residue was observed on the usb cable micro-b side that could be directly plugged in the reader usb port. Liquid residue indicates signs of misuse potentially exposing reader electronics to contamination which may lead to an electric shock. Performed a continuity test on the returned usb cable using cable tester and no problem was found. Performed load test on the usb charger and results were within specification range (4.75v-5.25v). Bench testing was performed on the reader and reader booted up with a button press. The reader was connected to usb port to a pc, the reader showed typical charging capabilities and successful connection to pc. The reader passed all self-tests using the reader¿s own software. Further testing was performed on the reader¿s subassembly. The reader¿s battery was measured using a dmm (digital multimeter) and was at 4v, which was within the specification range. Sleep current was measured using a dmm connected in series between the battery and the reader¿s pcba, and the current was within the specification range. Reader was also monitored under thermal camera during operation and no issues were observed. During further investigation it was anticipated that the reader battery management module would produce heat as the reader charges. ¿ current findings did not indicate any connection between this reader¿s module function and the user's reported issue.¿ voltage, current, self-tests, and thermal imaging tests were performed, and no abnormalities were observed with the reader. The cause of the reported field event remains undetermined. Also, the observed liquid contamination on the usb cable, this issue is not confirmed due to user error. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader and verification of correct cable and adapter were reviewed. The dhrs showed that the libre reader passed all tests prior to release and the correct cable and adapter were part of the kit pack. All pertinent information available to abbott diabetes care has been submitted.